Event description:
The customer contact reported that during testing at the user facility it was noted that the device turns on and off by itself. There were no reports of any adverse patient events or delays in the critical therapies while the device was clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.